Event description:
The customer reported that she has been running high blood glucose. Customer stated she changed sets and her blood glucose was above 200 mg/dl. Customer stated that she was at 315 mg/dl and does not feel well. Troubleshooting was done for high blood glucose. Customer's blood glucose was 305 mg/dl. The customer was assisted to perform high pressure test and test passed. It was found that the cannula was bent. The customer was advised high blood glucose are often caused by site/set issues. Customer stated she will change the infusion set and will monitor blood glucose and if she still running high she would like to request for insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).